Event description:
It was reported that customer is experiencing low blood glucose levels. Emergence medical technicians were called and customer's blood glucose was stabilized. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading ranged from 16 31 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.